Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller to remove the cartridge and inspect the o-ring; the o-ring was found to be not in place and damaged. Technical support assisted in filling a new cartridge, and the caller successfully loaded it onto the pump, allowing insulin therapy to resume.